Event description:
Deroyal cmc av fistula pack contains 4-0 silk ties instead of 2-0 silk ties as stated on the packing list.

Manufacturer narrative:
A user facility medwatch report (B)(4). Was received on 06/23/2022 .reporting deroyal cmc av fistula pack contains 4-0 silk ties instead of 2-0 silk ties as stated on the packing list. The sample of the 4-0 silk ties were not returned to deroyal for evaluation. Root cause: determined to be a pulling and assembly slip lapse error. Corrective action: all employees responsible for this pulling / assembly error has been retrained on, acd.qlp.034 work order process, on specific section regarding checking components to catalog numbers for accuracy. An inventory check was made by deroyal, a total of 180 of the 2-0 silk sutures 55-3088 were inspected, and no discrepancies were identified during the inspection. Also, verified 4 components / lot numbers on batch 90480 for accuracy and correct components for the employee that made the pulling error. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.